Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported having pain and a crackling in the chest. The patient was seen for follow up where a chest x-ray showed a pneumothorax. The patient then had a cat scan which revealed that lead had perforated the patient's ventricle as well as the patient's lung. The patient underwent surgery to repair the patient's heart and lung; the lead was explanted. It is unknown if the lead will be returned for analysis.